Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: evaluation was based on description and two available images: two images of celect filter are provided on a power slide. A single right primary leg perforates approximately 10mm out of ivc after four month of implantation. Three right secondary legs perforate ivc as well. Perforations coupled with mild inferior migration. The filter should still be safely retrievable. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. A reference is made to the instructions for use (potential adverse events): damage to the vena cava; vena cava perforation. It has not been possible to determine the exact root cause for the filter migration and perforation based on the available information. No evidence to suggest device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient was planned for retrieval of celect cava filter. Control by contrast injection from below showed that the filter had perforated the caval wall. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence